Event description:
After an implantation period of approx. 50 months, it was reported that the device shows the eri status. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Manufacturer narrative:
Device was explanted and returned for analysis. An explant date was not provided. This ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021. The premature battery depletion could be confirmed during analysis.